Event description:
A trilogy ev300 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the final test step during testing. The technician recommended replacing the device's system board, obm assembly and obm harness to address the issue. Follow-up repair to be handled by a third-party service center.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy ev300 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the final test step during testing. The technician recommended replacing the device's system board, obm assembly and obm harness to address the issue. Follow-up repair to be handled by a third-party service center. New information/ evaluation: during testing the trilogy ev300 ventilator failed final test due to error codes in relation to (obm_valve_failure) and (o2_flow_stuck) recorded in the device event log. In conclusion the trilogy evo oxygen blender module harness, oxygen blender module subassembly, and system board were replaced to address the issue. The device passed all testing. The oxygen blender module harness, oxygen blender module subassembly, and system board were sent to the manufacturer product investigation lab (pil) for the allegation of a final test failure at service. Pil tested the obm subassembly on the pil trilogy evo obm test station and the obm failed several test steps for pressure verification. Pil then retested the obm after installing a known good obm pressure sensor, and the obm passed all testing. Pil concluded that a malfunctioning obm pressure sensor in the obm resulted in the test failure at service. Pil was able to confirm a failure of the obm subassembly. Pil installed the system board on the pil trilogy evo stb and ran therapy with a test lung for approximately 1 hour without issue. The reported error codes did not recur. Pil then tested the system board on the pil trilogy evo multifunctional test station for obm hw interface verification, and the system board passed all testing. Pil concluded that the system board operates as designed. Pil was unable to confirm a failure of the system pca. Additionally, pil tested the trilogy evo system board to obm bulkhead cable on the pil trilogy evo multifunctional test station for obm hw interface verification, and the obm cable passed all testing. Pil concluded that the obm cable operates as designed. Pil was unable to confirm a failure of the system board to obm bulkhead cable.